Manufacturer narrative:
The axium prime coil was returned for evaluation and the clinical observation was confirmed regarding coil premature detachment. As received, the implant coil was found damaged and stretched with the polypropylene filament broken and detached from the pushwire. The axium prime pushwire was found within the dispenser track. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was pushed out from within the introducer sheath without difficulty. The pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. We were unable to determine the cause for premature detachment. It is possible that the stretched coil may have then become stuck within the introducer sheath as reported and subsequently detached from the pushwire. Coil stretching can be a precursor to coil breakage or premature detachment. All coils are 100% inspected for damages and irregularities during manufacture. The axium prime coil instructions for use (IFU) issues the following: warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small subarachnoid hemorrhage (sah) saccular aneurysm located in posterior communicating artery, this coil was not able to be advanced into the catheter hub and detached inside the sheath. It was reported that the coil was not able to advance from the middle of the introducer sheath. The coil was stretched and detached while pulling out of the sheath. The coil was not used in the patient. More coils were implanted before and after this coil malfunctioned and procedure completed successfully. No patient complications were reported.